Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alert 32, indicating a motor communication error and prompting multiple restarts during mealtime; guided restart attempts through the device menu did not resolve the alarm, and a replacement ilet was provided while the user planned to transition to multiple daily injections or a previous pump. Symptoms included hyperglycemia with a reported blood glucose level of around 300 mg/dl for about one hour without ketosis. Outcomes included temporary interruption of automated insulin delivery and user-initiated backup therapy, with no medical intervention or hospitalization. Investigation included remote troubleshooting and assessment of device alarms and user actions. Investigation of the returned device revealed a motor processor communication fault consistent with a delivery motor communication issue that persisted after restart attempts.